Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant procedure the patient experienced perforation. Failure to capture and unstable thresholds were also noted on the right ventricular (rv) lead. A lead revision has been planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.